Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records were reviewed and the documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A nurse reported a patient with blurry vision following an intraocular lens (iol) implant procedure. The lens was removed and replaced.

Manufacturer narrative:
Product evaluation: the lens was returned positioned in a specimen jar. Solution was dried on the lens. The optic is torn/cut into pieces. The optic has additional cracked areas and is scuffed. A lens bench evaluation could not be conducted due to the optic damage. The product investigation could not identify a root cause. Power and resolution testing could not be conducted because of the optic damage. Lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information in the file indicated that the multifocal lens was replaced with a monofocal lens. The manufacturer internal reference number is: (B)(4).